Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD was implanted on (B)(6) 2011. On (B)(6) 2016, the physician observed ventricular noise sensing (non sustained vf). An analysis was requested so as to identify the cause of the noise sensing. Patient care recommendations were also requested.